Event description:
The patient reported that the device heated up and had to have it removed and replaced. During a charging session the device kept heating up and shutting down.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37791 lot# serial# unknown, product type: recharger. Product ID: 37791 lot# serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device was functionally okay with insignificant anomalies. Now pertains to the implantable neurostimulator (s/n: (B)(4)). Fdm pertain to the implantable neurostimulator (s/n: (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger.

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator (ins) got hot while recharging, but the recharging head was only warm. It was noted that the ins was 50% charged when the patient started charging and recharge coupling was maintained at 8 boxes, but it took 4 hours to fully charge the ins. Then, the thermometer icon appeared on the implantable neurostimulator recharger (insr) screen. The patient noted that she did not think she had a fever while recharging. Diagnostic testing or troubleshooting was not performed. The patient stated she had uncovered herself and put a cool cloth on the ins site to resolve the issue. The issue was not resolved at the initial time of report; the patient planned to wait four days ((B)(6) 2016) before trying to recharge again. The patient's status was alive with no injury at the initial time of report, and surgical intervention was not performed or planned. It was later confirmed on (B)(6) 2016 that recharge statistics indicated the 'antenna too hot" icon was seen on (B)(6) 2016 due to an over-temp recharge session for 11 minutes with a temperature of 38.4 celsius. A replacement recharge antenna was requested. Additional information received from the manufacturer representative on 16-may-2016 reported that the patient had not seen the temperature/thermometer icon again since the recharge antenna was replaced. After recharge antenna replacement, the patient still felt like the ins was unusually warm while recharging compared with previous inss. The patient was using a spacer and getting 8 coupling boxes; it was noted that the patient still recharged the same way she had recharged previous inss. In addition, the patient thought "there was something wrong with this device." The healthcare professional replaced the patient's ins as the patient was still concerned about the heat generated during recharge. She was also concerned about the texture of the recharge antenna cord and that the recharge antenna had possibly changed from the heat generated while charging. So the recharge antenna was replaced as well. The patient's indications for use included lumbar radiculopathy and spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Fdc now pertains to the ins (s/n: (B)(4)). Fdr now pertains to the ins (s/n: (B)(4)).

Event description:
Additional information received reported that the patient stated that the implantable pulse generator (ipg) gets "hot" when recharging and was concerned that the "cord texture on the recharger felt funny." The patient was referring to the cord between the recharger and antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.